Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the battery fault lights on the charger, and the battery not starting the monitor, was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified, but is likely electrolyte from a leaking cell. The root cause of the leaking cell has not been determined. The battery cells were replaced. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A zoll lifecor pt services rep. Contacted customer support to report that one of a (B)(6), male, pt's battery packs was not working properly. The psr reports the battery is giving a "battery pack fault" led on the charger and would not power up the system. The pt's suspect battery pack was replaced.